Manufacturer narrative:
It was reported that a revision surgery was performed due to loosening. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that a single undated x-ray was provided and reviewed. The x-ray supports the reported event, but no further information can be concluded as to the root cause. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time or patient medical history. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that, a revision of a gen 2 tibia from approximately 2010 was performed. The tibia insert was loose and removed with fingers and revised to a legion revision tibia with stem. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.